Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (dmg prior tactile cngs w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/11/2014 with the following results: a visual inspection of the pump showed that the keypad cover was intact. All keypad buttons responded properly during testing. The keypad cover was removed and no internal defect was found with the key contacts. Evidence of moisture was evident behind the display lens. The pump was cracked in the right hand corner of the display. The pump failed a leak test and internal moisture was found in the pump. Unrelated to the complaint, the display screen was dim and discolored.